Event description:
The balloon catheter tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Product event summary:the afapro28 balloon catheter with lot 15424 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. It was received with the mapping catheter stuck inside the shaft. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for seven applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach were observed 1.99 centimeters proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.